Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that the pump was cracked on the display window. Customer states that the crack does not obstruct her view but she was vision impaired and she was concerned about moisture getting in the pump. Customer states she was hospitalized for about 3 months, unrelated to her diabetes. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.